Event description:
A patient reported that their teeth, especially the 4 front top are extremely sensitive. The patient says that they have major headaches and it's been going on for 3 weeks. Their teeth are sensitive to the touch with either hot/cold. The patient is stating that their jaws and teeth really hurt. They are experiencing major discomfort in the face, jaw and /all around. They are really unhappy and miserable.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.